Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The diagonal branch lesion was predilated with a maverick 2.0 mm x 20 mm balloon. The physician then successfully deployed the taxus express2 2.75 x 16mm drug eluting stent at 9 atms. The balloon could not be deflated following deployment of the stent. The syringe was replaced but still unable to deflate. The physician was able to withdraw the delivery device successfully from the stent with the balloon inflated. The procedure was successfully completed with no reported pt injury or complication. The clinical outcome was "good" and the pt status was reported as "asymptomatic."